Event description:
It was reported that during an implant procedure, it was determined that the device had reset due to cold weather and had reached elective replacement indicator while still in the box. The caller expressed frustration. The device was not implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.